Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the patient's implantable neurostimulator (ins) was in overdischarge (od) state. The medications the patient was using were controlling her pain so she had not charged in approximately one year. They were unable to read with the clinician programmer. Additional information from the manufacturer representative stated that the implant was brought out of overdischarge successfully. The patient recharges it up in 10 minutes and it depletes back down fast as well, the capacity was damaged. Another recharger was tried and did not resolve the issue. The patient was going to follow-up with the physician to discuss options for replacement. It was stated that the patient had difficulty understanding the recharging process due to memory loss. No patient symptoms reported. The indication for use for the implanted device was noted as lumbar radiculopathy. If additional information is received, a follow up report will be sent.